Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: coblation tonsillectomy versus blunt dissection tonsillectomy.

Event description:
It was reported that on literature review "coblation tonsillectomy versus blunt dissection tonsillectomy", 1 patient had a severe bleeding after a "tonsillectomy" procedure using a evac 70 wand. The patient returned to the hospital to stop the bleeding and it was found that one artery in the lower pole of the left tonsil was bleeding. Sewage was given to stop the bleeding. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, a study patient sited from a literature review, ¿coblation tonsillectomy versus blunt dissection tonsillectomy", 1 patient had a severe bleeding after a "tonsillectomy" procedure using an evac 70 wand. Reportedly, the patient required a return to the hospital where hemostasis was provided by ¿sewage¿ (per the journal article). The additional request for clarification regarding ¿sewage¿ was not provided. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.